Manufacturer narrative:
The event took place outside the united stated (in france) and was associated with a product that is also cleared for the market in the united states.

Event description:
The patient was revised due to an infection on (B)(6) 2022. The primary surgery was on (B)(6) 2022. A stem, a metaglene and a cup were explanted. No information of the implanted devices.